Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The patient got fever so infection was suspected but it was not confirmed and no intervention was required, besides, it was difficult to approach so that did not remove the catheter. They flushed the catheter with saline solution to clear occlusion twice on (B)(6) 2020. Another catheter was inserted and then removed the catheter affected, but damage was not noticed at this time. ((B)(6) 2020) CT revealed 10cm length catheter was remained in superior vein cava on (B)(6) 2020. The current status of the patient is unknown. 10/12/2020-additional information received: facility reports that physician removed PICC catheter on (B)(6) 2020 without any resistance. A CT on (B)(6) 2020 confirms a residual 8.8 cm groshong catheter in the svc with thrombus adhesion. Due to patient condition and risk of catheter removal the catheter was left in place. The family agreed with physician determination to leave catheter in place.